Manufacturer narrative:
A replacement power supply was set to the customer. The customer reported a crack in the transformer of her pump in style pump. However, when the product was received by medela, a breached was observed. There was no report of spark, fire or injury. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. Upon receipt of the transformer, a breach was observed (see below). The prongs were sunk into the housing, so testing was not able to be done. The internal electrical components were accessible. Smoke, fire and sparking were not observed while the power supply was plugged in. Picture #1 - condition of transformer housing.

Event description:
The customer reported to customer svc that her transformer of her pump in style was cracked in the adapter housing.